Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button reportedly not responding when pressed. The reporter also claimed that the keypad buttons were slow to respond and were sticking intermittently when pressed. There was no adverse event associated with this complaint.